Event description:
Follow-up information identified the patient had his scs system leads replaced. The patient's scs system is reportedly functioning properly and the patient is doing well.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained his scs stimulator was not working. The patient stated when he tries to turn up his stimulation, it goes right back down. A sjm representative met with the patient and ran a complete system diagnostics and found that all the contacts for the patient's 3186 model lead are invalid. X-ray image of the lead indicate there is a kink in the lead near the anchor. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.